Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead presented for a routine device follow-up. The ra lead exhibited high pacing threshold measurements and noise. X-rays indicated damage on the ra lead. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ra lead was performed. Visual inspection of the lead body found damage to both the inner and outer insulation approximately 29 cm from the terminal pin. Resistance testing was performed, which confirmed that the lead was not electrically continuous. X-rays of the lead revealed a break the lead¿s outer conductor coil in the same location as the insulation damage. Based on the characteristics and location of the lead damage, laboratory analysis concluded that the damage was consistent with localized compressive forces due to entrapment in the clavicle/first rib region.